Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], hypocupremia [copper deficiency], tingling in hands, arms, legs, feet [paraesthesia], numbness hands, arms, legs, feet [hypoaesthesia], pain in finger, arm, hand [pain in extremity], dizziness [dizziness], nausea [nausea], balance problems [balance disorder], extensive nerve damage [nerve injury], tingling right side of face [paraesthesia], numbness right side of face [hypoaesthesia facial], difficulty walking [gait disturbance]. Case description: an attorney reported that their female client, now (B)(6) years, used fixodent denture adhesive, version unk cream and/or super poligrip original denture adhesive cream, unspecified total daily uses beginning (B)(6) 2008 through (B)(6) 2010, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia and extensive nerve damage resulting in symptoms that include tingling hands, arms, legs, and feet, tingling right side of face, numbness hands, arms, legs, and feet, numbness right side of face, pain in finger, arm, and hand, balance problems, difficulty walking, dizziness and nausea. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.